Event description:
It was reported that a heavy patient broke the back rack assembly. It was alleged that the cot would not raise or lower as a result. No injuries were sustained.

Manufacturer narrative:
The alleged condition likely occurred because the base of the cot was lifted before the release handle was engaged, bending the height adjustment racks while loading the cot into the ambulance. This is not in accordance with proper use as outlined in the operations manual. The field service technician replaced the rack assembly and cross braces. The cot is performing to specifications after the repair.